Event description:
Additional information received reported clarification that the distal tip of the second pipeline also failed to open; no resistance was reported with the second pipeline. The catheter was flushed continuously during the procedure per the IFU. There was no damage observed to either pipeline pushwire. The pipeline was no positioned in a bend. No other steps or devices were used to try and open the pipeline stents. The cause of the event was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator advanced the phenom 27 to the m2 as per standard procedure and began delivering the devices. Due to a somewhat tortuous path, the operator advanced the microcatheter to a higher position and started delivering the stent. The operator reported some resistance during delivery, but the stent was still successfully positioned. When starting to deploy the stent, the operator first withdrew the microcatheter to about 9 mm; the stent¿s tip end was in the straight segment of the m1, but the tip end of the stent did not open. After waiting 40 seconds, the stent still did not open, so the entire system was pulled back to the internal carotid artery, but the stent still did not open. The operator then attempted retrieval and repeated the previous steps. The middle segment of the stent opened slightly, but the tip end had poor shape. The customer attempted to push the delivery guidewire, but the tip end of the stent still did not open. After repeated attempts, the tip end of the stent was completely deform ed, so the stent was replaced. The same issue occurred with the second stent. The operator then switched to a third stent with a 4.75 mm diameter. After following the standard procedure, the stent opened successfully and the procedure was completed. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 7mm and a 7mm neck diameter. Landing zone: distal: 4.5mm and proximal: 4.9mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed that after the surgeon replaced the stent, the surgery was successfully completed, and the contrast agent remained significantly. Ancillary devices include a navien 6f115 guide catheter and phenom27 microcatheter.

Manufacturer narrative:
H3: product analysis: as found condition: the two pipeline flex shield braids were returned for analysis inside a sealed biohazard bag and a shipping box. The two pipeline flex shield pusher wires were not returned with the pipeline braids. Damaged location details: both pipeline flex shield braids were returned already detached from the pusher wire; therefore, the distal and proximal ends could not be identified. Both ends of the pipeline flex shield braids were open and frayed. Both braids¿ middle sections were fully open without damage. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. As both the returned pipeline flex shield braids were already detached from the pusher wire, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.